Manufacturer narrative:
Section other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing irritation at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.